Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported via a voluntary medwatch # 5077872 that the tip detached and removed by incision. The target lesion was located in the left posterior tibial artery. A 300cm x 10cm fathom¿ -14 guidewire was used in performing angiogram and possible endovascular intervention for severe peripheral artery disease and non-healing left foot wounds. During procedure, it was noted that the wire and a catheter became caught in the sheath while being removed from the patient¿s body. It was further noted that the distal tip broke off in an artery and incision was done to remove the retained object. No further patient complications were reported.